Event description:
It was reported that the customer's insulin pump was damaged. The reservoir compartment was cracked. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit received with loose/protruding drive support disk. Unit received with cracked case at display window corners, reservoir tube, reservoir tube window, reservoir tube lip, display window, and battery tube threads. Unit received with minor scratches on display window and missing end cap sticker. Unit received with intermittent buttons due to corroded keypad traces.